Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer had not reported the symptoms. The customer was treated with shot. Customer¿s high blood glucose level was 252 at the time of the incident. Customer¿s blood glucose level was 120 mg/dl. Customer declined troubleshoot for high blood level. The product was not returned for analysis.